Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was severe corrosion throughout the inside of the device. Service did a complete rebuild of the device, and it was returned to the customer.

Event description:
It was reported that the handpiece began overheating while the equipment was being tested. This did not occur during a surgical procedure. There was no pt involvement. There were no adverse consequences reported as a result of this event.